Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The abscess rate seen (60 worldwide incidents out of estimated 140,000+ procedures performed to date) is approximately (B)(4)% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient developed an abscess in left axilla post miradry treatment. Antibiotic (keflex) and steroid cream (triamcinolone cream) were prescribed 14 days post-treatment. The treating clinic incised and drained the affected area at 29 days and 32 days post-treatment. A culture of the affected area was positive for staphylococcus aureus. The treating clinic switched the antibiotic from keflex to levaquin 750mg po for 7 days. By 39 days post-treatment, the clinic stated the symptom was resolving.